Manufacturer narrative:
One used microcuff tube was returned for evaluation. The inflation port on the tube had a three way stopcock attached, with a 5ml luer lock syringe attached to the stopcock. Inflation of the cuff was attempted using the attached syringe and stopcock. Immediately after inflating, the cuff deflated. The (non-avanos) stopcock was examined, and was found to be in the open position, which allowed the cuff to deflate. The stopcock was removed, and the cuff inflation was re-attempted using the luer tip syringe directly in the inflation port. Full inflation was achieved, and no leaks were noted, even when the cuff was submerged under water. The root cause of the reported issue was determined to be the stopcock. All information reasonably known as of 26 apr 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 03 apr 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received 11 mar 2019, the child was intubated originally with tube without cuff. In (B)(6), the patient was re-intubated with microcuff. After one day there was cuff leakage, even after stopcock was placed. Only placement of a continuous cuff pressure monitor did the leakage stop.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 08 mar 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that there was a loss of cuff pressure soon after intubation. No further information provided.